Event description:
It was reported the device alarms air in line when infusion starts. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the labels and general physical condition were all intact upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported problem was duplicated during the investigation. The root cause of the reported problem could not be determined. Recommended the air detector to be replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: corrections in: b5: updated, d4: catalog number: 21-6400-51, d4: model number: 6400, d5 and e4: unknown, no information was received.

Event description:
Additional information was received by the manufacturer on 26-may-2022 via email and attached to the complaint object: no patient involvement.